Event description:
It was reported that false pause episodes determined to be undersensing was observed on the implantable cardiac monitor. Programming changes were made. There were no patient consequences.